Event description:
It was reported that "this material, when the patient is hypovolemic, has an history of chemotherapy or radiotherapy, or has significant edema, the guide deforms and does not progress. If the patient is euvolemic and compensated, they do well, but it doesn't progress and deforms when used in a critical patient who needs central access". The associated emdr report number 3006425876-2025-00151.

Manufacturer narrative:
(B)(4). The UDI number is not available as the complainant did not report the catalog number of the arterial kit.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The photo shows the product lidstock. The guide wire nor the needle were pictured; therefore , the customer report could not be confirmed by the photo and without the sample returned. The actual IFU could not be obtained as the correct finished good was not reported by the customer; however, a similar IFU was reviewed. This IFU states, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "this material, when the patient is hypovolemic, has an history of chemotherapy or radiotherapy, or has significant edema, the guide deforms and does not progress. If the patient is euvolemic and compensated, they do well, but it doesn't progress and deforms when used in a critical patient who needs central access". The associated emdr report numbers are 3006425876-2025-00211 and 3006425876-2025-00151.